Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there were multiple driveline fault alarms. Log file submitted captured driveline faults and multiple low power advisories throughout the event history. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the observed alarms appeared to be consistent with potential driveline wire compromise. It was reported that the patient was in the clinic was multiple driveline faults. There did not appear to be any damage to the driveline, and the patient had no history of repairs or pump stops. Evaluation of the submitted log file revealed that the patient experienced long strings of driveline fault alarms in phase 1 accompanied by yellow wrench advisories throughout the event history. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The phase data appeared to indicate that the green wire is damaged, thus reducing the amount of voltage running through it. Multiple attempts were made to obtain additional information to the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas) vad-20327. No product is available for investigation. The relevant sections of the device history records for vad-20327 and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.